Manufacturer narrative:
Concomitant medical product: 407652 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that per the physician, the right ventricular (rv) lead was causing tricuspid regurgitation, as viewed on echocardiogram. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.